Event description:
The lay user/patient contacted lifescan alleging the meter has an unknown issue. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Event description:
According to the information received, an 18mm amplatzer septal occluder was implanted on (B)(6) 2009. Transesophageal echocardiogram (tee) measured the defect at 11.5mm x 14.3mm and balloon sizing measured 17.3mm. On (B)(6) 2010, the patient completed a six-month follow up at (B)(6) out-patient clinic without incident. On (B)(6) 2010, the patient complained of chest pains while having a bath and was taken to the (B)(6) emergency outpatient facility. The patient was responsive when spoken to, but suffering from impaired consciousness. Via tee, pericardial fluid build up was observed. When the pericardial puncture was applied, blood was confirmed, and the patient then underwent surgery. Open-chest surgery was performed, pericardial fluid was removed; after which, could not confirm the bleeding. The ascending aorta was moved to the left which confirmed the defect granulation tissue above the left atrium (la) (perforated site). The device was removed at the right atrium incision point. Confirmed passage of defect granulation tissue from la roof, then closed the passage. The asd was closed without a blood transfusion. The patient remains in the hospital in stable condition. Additional information has been requested, including imaging of the implant procedure (pre-procedure, intra-procedure, post-procedure, and follow-up echocardiograms) and device information, but has not yet been received. Should additional information become available a supplemental report will be filed.

Manufacturer narrative:
Review of the medical records and images by aga's medical consultant resulted in the following findings: intra-procedural and follow up images as well as notes and intra-operative pictures were reviewed. The pre-procedural tee showed a moderate sized asd. The rims were adequate albeit thin and flailing. The svc and ivc rims were adequate except for a thin ivc rim. The av valve rim was good size and the aortic rim was short but also acceptable in size. The aortic rim was thin at 47 degrees without any separation of the atrial wall from the aortic wall. 3d images revealed a long segment deficiency of the aortic rim. In the bi-caval view, it appeared that there was a small second defect. The septum separating the two defects appeared thin and fragile. Balloon sizing was performed using the recommended stop-flow diameter. The defect was measured about 16-18mm approximately. There was suggestion that the wire and the sizing balloon were through the smaller defect. During balloon inflation, the waist of the balloon initially appeared tight but gradually expanded. The device deployment appeared uneventful. After deployment of both discs, the la disc protruded into the atrial wall, an area that was adjacent to the aorta. The final profile of the device was flat. The tte obtained on (B)(6) 2010, focused primarily on the size of the atria in 4-chamber view. Short axis aortic view was not provided. The tee obtained in the operating room clearly showed the la disc protruding into the transverse sinus with fibrin type material separating the atrial free wall from the aorta. The aso did not penetrate the aorta. Aga medical could not evaluate the aso involved in this incident since it was discarded by the hospital. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. According to aga's medical consultant the following conclusions were drawn: a device-related perforation of the la roof occurred which is typical of all previously described confirmed erosions. This was a high risk defect with a long segment aortic rim deficiency, thin posterior rim and dynamic in nature. Stop-flow balloon sizing was performed as per aga recommendations. There was no evidence of device over sizing. A small second defect was observed in the bi-caval view. The tissue separating the two defects was of thin consistency. Balloon sizing was most likely performed through the second defect although this cannot be conclusively determined. Device deployment was uncomplicated in this defect which had long segment aortic rim deficiency. The device should have prolapsed after the la disc was deployed and pulled to approximate the aorta. This is strongly suggestive of the device being deployed in the smaller but patulous defect. Pivoting of the device caused the la disc edge to protrude into the la free wall. This device-related perforation occurred as the la disc pivoted and wedged between the aorta and the posterior wall. Since the device was not oversized, it did not perforate the aorta and hence the bleeding that occurred after compromise of the atrial free wall alone was not severe.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on (B)(6) 2011 and definite erosion was confirmed.